Event description:
It was reported that the customer's insulin pump threshold suspended when her blood glucose was not low, based on inaccurate sensor readings. At time of this report, customer's blood glucose as 284 m/gdl and the sensor gave a reading of 111 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.